Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent posterior lumbar fusion due to fracture of thoracic vertebra. Intra-op, set screw slipped. The set screw was unable to be used again so the doctor replaced that with a new one to complete the operation. No patient complications were reported as a result of this event.